Manufacturer narrative:
A ge service rep performed an on-site eval. The rep found and repaired a bad connection with the power supply. They system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the image did not immediately appear on the monitor. No pt injury reported.